Event description:
Reporter indicated that a vns pt experienced painful stimulation at the back of the left ear radiating to the front of his head. Diagnostic test results were within normal limits. The pain resolved once stimulation was programmed off. X-rays were reviewed and strain relief was not placed per labeling recommendations. Additionally, an acute angle was visualized near the bifurcation. The pt is being sent for revision surgery.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, an acute angle was visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.